Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly did not deflate. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas pta dilatation catheter received for evaluation. During visual evaluation, unraveling, peeled peebax and fiber disturbance were observed throughout the balloon. Constriction was noted to the distal end of the balloon. Due to the condition of the device returned, no functional testing was performed. Therefore, the investigation remains inconclusive for the reported deflation problem as no functional testing was performed. However, the investigation is confirmed for the identified unraveled fibers, peeled/delaminated and material deformation as unraveling, peeled peebax and constriction was noted on the balloon. A definitive root cause for the reported deflation issue and identified unraveled fibers, peeled/delaminated and material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly did not deflate. There was no reported patient injury.